Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual inspection of the used sample found that the loop was open. Upon microscopic inspection of the loop, the loop appears to have broken under tension. The loop showed evidence of material transfer indicative of proper welding. A microscopic inspection of the sutures was performed with no additional abnormalities. The suture strand was received engaged with the needle. No abnormalities were noted on the suture strands which would be indicative of a manufacturing or material defect. Functional testing of the sealed sample found the results to be within specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the vloc loop broke when the surgeon wanted to start suturing. The suture was replaced with another vloc suture with the same lot number.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open mastectomy procedure, while closing the subcutis, the thread on the loop broke. An additional suture was used without issue. There was no patient injury.